Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an air leak was seen immediately following insertion of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in the abdomen for an abscess drainage. The leak was found between the catheter and mac-loc. The device was removed and replaced with a like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device showed a used mac-loc catheter in the unlocked position. No surface damage was noted on the device. A leak and tug and twist tests were conducted and confirmed successful, however the catheter tubing was noted to be able to be freely rotated within the cap, indicating the flare was not fully compressed. The flare appeared to be shallow and lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events that could have contributed to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation a root cause could not be established, but is likely to be attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.